Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: screw, catalog#:856135028, lot#:742310. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04075. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a distal tibial trauma plating procedure, as the screws were passing through the proximal end of the plate, the screw heads sheared off. The screw shafts were left in place, and additional screws were added for fixation distally to the sheared screws causing a delay in surgery less than fifteen (15) minutes. It was further noted that a bone tap was not utilized when placing the screws. Attempts have been made, and additional information is unavailable at this time.